Event description:
It was reported that two indeflators were found to continuously suck air [leak] when the stopcock was fully closed. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident from this lot reported for leak / splash. The investigation determined the reported leak appears to be related to a potential product quality issue. On feb 25th, 2022 abbott vascular decided to initiate a voluntary field action for this product. Abbott vascular submitted medwatch # 2024168-2022-01831 on march 4, 2022 with notification of the voluntary recall in h7, (remedial action initiated). Corrective action has been initiated per site operating procedures. Field safety corrective action is required for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copliot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. This action is being taken due to an increase in the complaint trend for reported leak/splash and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly.na

Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident from this lot reported for leak / splash. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices e1: phone updated from (B)(6).